Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019. It was reported that the patient experienced severe and chronic pain/discomfort, inflammation and adhesions. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/01/2022. Additional b5 narrative: it was reported that following the procedure, patient experienced abdominal pain, fever and hernia recurrence. (B)(4) submitted for adverse event which occurred on (B)(6) 2019. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.